Event description:
It was reported that the patient experienced dizziness after lifting a heavy object. It was noted their heart rate had decreased to the 30s and arrhythmia, they were transported to hospital. A chest xray showed the right atrial (ra) lead had dislodged. It was also noted there was a suspected right ventricular (rv) lead fracture, high impedance, pacing failure and oversensing due to noise. A temporary pacemaker was used and later the leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-58 lead implanted:(B)(6) 2015 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.